Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Imagery was received for evaluation. Per imaging evaluation, the placement of the sapien 3 ultra resilia valve within the non-edwards valve appeared normal, with no unusual findings observed. There was no indirect indication of loss of device capture; however, left ventricular pressures during valve deployment could not be evaluated. After what appeared to be a successful deployment, the sapien 3 ultra resilia valve was visualized and noted to have embolized within the left ventricle. Multiple retrieval attempts were made but were unsuccessful. It could not be determined what caused or contributed to the event. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definitive root cause was unable to be determined; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve via right transfemoral approach. The patient had a non-edwards valve that required intervention after approximately eight (8) years. The plan was to implant the 23 mm sapien 3 ultra resilia valve inside the non-edwards valve with an additional 2 ml of volume. During valve deployment, it was reported that there was some resistance, and the valve was deployed using nominal volume only. The valve was successfully deployed, but the post procedure echocardiography revealed that the valve had embolized into the left ventricle. Attempts were made to retrieve the valve into the non-edwards valve using the delivery system with extra inflation volume, but this was unsuccessful due to misalignment between the distal struts of the non-edwards valve and the top of the sapien 3 ultra resilia valve. A snare device was then used in an attempt to retrieve the valve, but this was also unsuccessful. The valve was observed to be inverted and wedged in the left ventricular outflow tract (lvot)/mitral position. The patient exhibited aortic regurgitation, but it originated from the non-edwards valve. The patient was awakened from anesthesia with the valve still in the ventricle and was monitored. Subsequently, the patient passed away. Additional information was received indicating the patient was not suitable for a bailout. As a result, open chest surgery was not performed.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-10414 for details of the other event. The investigation is still ongoing.